Event description:
It was reported that during a revision surgery coupler trials do not worked properly, items either stripped or got cold-welded. Surgery time was not extended more than 30 min. The patient or surgical procedure was not affected in any way due to the problem. No broken pieces fell into the patient¿s wound at all. No backup device available.